Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor failed initial software load ( isl) test. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Kmt engineering evaluated the returned monitor and observed that the root cause of the failed isl appears to be the monitor speaker . The suspect speaker contained metallic shavings caught in the speaker. This contamination likely interfered with the speakers ability to move, thus limiting the sound output. The monitor worked as intended and no other malfunction was observed except for the audio issue. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient is to be warned of the impending shock through three modes (audio, haptic, video) but did not cancel the shock using the wcd heart alert button.

Event description:
Patient's caregiver reported that the patient was going to receive a shock. Customer support reviewed carestation and noticed several prior diverted shock episodes. The patient did receive an inappropriate therapy shock. Patient's caregiver stated that patient was fine. Customer support advised that the patient be transported to emergency room. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.